Manufacturer narrative:
The agent reported, Painful Shoulder. MALE 82Complaint has been evaluated and is similar to report number 1644408-2018-01022; 509-00-032, S807 - Pain, Revision SurgerySurgery If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.

Event description:
Revision surgery due to Pain.